Event description:
Additional information was received. After the pump was implanted the patient had a high level of pain. The hcp scheduled an MRI on (B)(6) 2021 to exclude a granuloma. They decided to do a revision surgery of the catheter. A catheter access port (cap) kit was used to perform several catheter failure search procedures and the spinal part of the catheter was replaced. Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-dec-20. It was reported that no granuloma was confirmed. It was also reported that, though there was no csf backflow in the operating room during the catheter replacement procedure, the hcp was refusing return of the spinal segment of the catheter. Additional information was received. It was confirmed that no granuloma was found during the MRI, however, during the spinal segment catheter revision, no csf backflow as detected. The hcp was confirmed to have refused return of the spinal segment. During the catheter revision surgery on (B)(6) 2021, they did several catheter tests over the sideport of the pump. As a result, it became obvious that the spinal segment must be the reason for the clogged catheter. Therefore, they decided to replace this part. They did some tests with the explanted part on the table of the operating room to find out where the clog was. Initially, they were not ableto flush the segment. After cutting away approximately 10 cm of the distal part, they were able to flush the whole segment. Because the reason for the spinal segment block was so clearly visible, the physician decided not to send it in for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0209341034 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the product was returned and analysis found a damaged roller arm in the pump head. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of morphine at 7.6mg/24h via an implantable pump. On (B)(6) 2021, it was reported that 14 minutes after implantation, the critical alarm occurred. Per the pump logs provided, the patient's pump experienced a motor stall on (B)(6) 2021 at 3:39 pm. The hcp read the log files the next morning, muted the critical alarm, and "made a MRI". The hcp programmed several single boluses to resolve the issue. However, no motor stall recovery was noted and the pump reached tube set on (B)(6) 2021. Per the logs, the alarm was silenced again after tube set was reached. The pump was replaced on (B)(6) 2021. There were no known environmental/external/patient factors that might have led or contributed to the issue. The issue was considered resolved at the time of the event. No patient symptoms were reported. The patient's status at the time of the report was noted to be "alive, no injury."  The original source document contains information that was unrelated to this event and was omitted. See (B)(4) motor stall; replaced.